Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. There were intermittent or no response of several buttons. The blood glucose reading was 8.2 mmol/l. There were no significant events leading to the alarm observed. The battery was changed and the battery cap was cleaned, but the anomaly persists. The insulin pump will be returned for analysis and replaced.